Manufacturer narrative:
Analysis of the pump found no anomalies.

Event description:
It was reported that with every pump refill, when the drug is filling in to the reservoir the medication leaks out. The medication comes back out through the fill-hole and out onto the patient¿s abdomen. This had been occurring every 3 months when the patient gets the pump refilled and had been occurring since the pump was implanted. The patient never had this issue with the other pumps the patient had implanted. The patient did not think it had to do with improperly filling the pump, as the same hcp had done all of the patient pumps refills. The patient believed that manufacturer refill kits were being utilized for each refill. The pump was used to infuse fentanyl, clonidine and bupivacaine. No interventions or patient symptoms were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient was fine and receiving effective therapy.

Manufacturer narrative:
(B)(6).

Event description:
Additional information received from the manufacturer representative indicated the after the pump was explanted, the residual drug volume was checked. The expected residual volume (erv) matched the actual residual volume (arv).

Manufacturer narrative:
Concomitant medical product: product ID: 8703w, lot# l49379, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a refill on 2014 (B)(6), and there was fluid leaking from the needle stick from the refill kit, and the patient complained of the pocket being numb. There was another refill in which the patient complained of this, but the reporter did not know the time. The pump was replaced on 2014, and when the doctor replaced the pump he reportedly noticed more extra fluid around the pump. They were unsure if it was serous fluid or drug. The pump would be returned to the manufacturer.

Manufacturer narrative:
(B)(4).